Manufacturer narrative:
(B)(4). The customer confirmed the device is not being returned to the manufacturer. The device history record was reviewed and no non conformities related to this report were found.

Manufacturer narrative:
(B)(4). A sample from the same lot number was returned for investigation. A visual inspection was performed and found the twist lock head was detached from the tracheostomy tube. The sample components were observed under an ultra violet (uv) lamp and the bonding agent was not applied evenly the reported failure mode twist lock head separation was confirmed. Manufacturing had been alerted to correctly apply the chemical bonding agent and inspect for correct application for each product that is produced.

Event description:
A report was received that stated the collar on a tracheostomy tube was broken. This was discovered prior to patient use. There was no patient involvement. There is no report of serious injury or death associated with this event.